Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was noted the patient died 5 weeks after device implant. The cause of death has been requested and not received. Follow up with physician reported patient last seen in clinic a month prior to death. It was unknown to physician what cause of death was. Patient had been hospitalized three months prior to death with chest pain and abdominal pain. Follow up with the physician reported "there was no problem with the pacemaker or lead system. The patient had end-stage cardiomyopathy."

Event description:
It was noted the patient died 5 weeks after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died 5 weeks after device implant. The cause of death has been requested and not received. Follow up with physician reported patient last seen in clinic a month prior to death. It was unknown to physician what cause of death was or if was related to device or lead system. Patient had been hospitalized three months prior to death with chest pain and abdominal pain. Patient had not been pacemaker dependent.